Manufacturer narrative:
Patient height reported as 185.42 cm. PMA 510k: this report is for two (2) unknown 2.0mm cortex screws/unknown lot. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with a 3.5mm reconstruction plate, one (1) 2.0mm locking compression plate, eight (8) 3.5mm cortex screws and two (2) 2.0mm cortex screws. On (B)(6) 2018 the patient had a revision due to patient re-injured the clavicle by returning to work against advisement of doctor. On the same date the patient had a hardware removal due to a broken screw and the screws were backing out. Fragments generated from broken screw was removed easily. Procedure was completed without any complications and without any surgical delay. None of the pre, post or intra-operative x-rays from initial or revision surgery are available. Concomitant devices reported: 3.5mm lcp reconstruction plate (part 245.101, lot number unknown, quantity 1), 2.0mm lcp plate (part 247.347, lot number unknown, quantity 1). This report is for two (2) unknown 2.0mm cortex screws. This is report 2 of 2 for (B)(4).